Event description:
The event is reported as: customer alleges: difficulties during the installation of the catheter: presence of stripes causing pain to the child. At removal, the balloon folds on itself in the form of ring making it difficult to remove and causing severe pain. The water was well aspirated, but there was a poor flow of urine drainage. Clinical consequences: pain for the pt and local bleeding. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.